Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) over 400 mg/dl. The user initially attempted a supply change but did not fill the tubing, and after completing a new supply change successfully, insulin delivery resumed. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.